Event description:
This is report 1 of 2 involved in this event. This is a report of a connection issue with a uv flash transfer set that was not connected well to the locking titanium adapter while the patient was doing therapy for peritoneal dialysis. The cause of the connection issue was unknown. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The integrity of the seal surface was tested and no leaks were noted. The inside diameter of the patient connector on the device was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.